Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37651, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the recharger kept going off as of (B)(6) 2015. The consumer was not sure why the recharger kept going out as it was plugged into the wall. On (B)(6) 2016 the patient had a loss of therapy, her speech was impacted, and she fell. She was moved to assisted living. The patient programmer showed on and ok, but she was having the return of symptoms. A manufacturer representative (rep) visited the patient and could not find the issue either. The recharger was not beeping, it just shut off. Everything, but the charger had been replaced trying to troubleshoot the issues. The patient's indication(s) for use were parkinson's dual.

Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported the cause of the recharger not working was user error. A manufacturing representative met with the patient to check the system and re-educate the patient and their family on the charging procedure to resolve the issue. The hcp later reported the patient experienced losses of therapy and a sudden return of tremor. When the implantable neurostimulator (ins) was checked with the patient programmer, the ins was off. The patient was able to turn the ins back on and recover therapy control. When the manufacturing representative had checked the ins in the past, they did not find an issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.